Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The customer reported an issue with a 15cm acute dialysis catheter. The patient returned due to inability to dialyze. A pin hole was identified on one of the lumens where the tubing is clear. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.